Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter who confirmed that the universal seal was inspected prior to use, and no damage or anything out of the ordinary was noted. During the insertion of the instrument, a black fragment fell inside the patient and was immediately removed. The universal seal was in use for less than an hour before the issue occurred. No issues with the functionality of the instrument were noticed during the surgical procedure, and there were no collisions with other instruments or hard materials. The surgical staff did not feel any resistance upon removing an instrument through the cannula. Upon final removal, no damage was noticed to the cannula or other instruments. The fragment was retrieved using a laparoscopic instrument. No additional surgical procedures were required to remove the fragment and no post-operative tests were performed. The procedure was completed robotically. The patient did not return to the hospital for post-surgical complications.

Event description:
During a da vinci-assisted surgical procedure, there were two instances where a universal seal tore and fragments detached. It is unclear if any fragments fell inside the patient. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal seal to perform failure analysis.